Event description:
A facility reported that the transition member does not fit into mayfield ultra base unit (a2101) correctly. Adjustment wrench was missing and locking handle was loose. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record: the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the shock cushion has moved forward in handle and is impeding 6in transitional from going into handle. 6in transitional was replaced due to worn teeth. Shock cushion, adjustment wrench and 1/4in was replaced due to wear. However, unit passes all specific functional testing. Root cause: the reported complaint was confirmed from the evaluation. The 6in transitional teeth and other parts of the device are worn. Evaluation showed that the shock cushion has moved forward in handle and is impeding 6in transitional from going into handle. The unit needs repair, and replacement of worn and damaged parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.